Manufacturer narrative:
Allergan has initiated an investigation into this late report in CAPA (B)(4). Information contained in this report was previously submitted through asr on 07/22/2017. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding product details has been requested. No additional information is available at this time.

Event description:
Health professional reported right side device removal due to "capsule/ruptured." Manufacturer of the device is unknown. Follow up findings, per health professional, reported capsular contracture baker grade iii.